Event description:
It was reported that the tilt actuator keeps snapping back by the worm gear. The customer contact stated the motor will still run but the tilt function will not work at all. There were no reports of any adverse patient effects.